Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with complaints of weakness and falls. Upon interrogation of device, right ventricular lead noise was noted with episodes stored as high ventricular rate. The lead noise was only observed during isometrics and episodes were very brief. The patient is not dependent. There was no correlation between lead noise and patient episodes found. The patient was stable, and will continue to be monitored.